Manufacturer narrative:
7/17/2024: supplemental MDR 2 was submitted to the FDA for correction of the primary UDI number in section d4.

Manufacturer narrative:
The investigation showed that plane b collided with an unknown object during automatic run. This caused the system to stop and block all movements for safety reasons. To recover the unit and return system movement, an emergency stop button was pressed and released. However, this was done 13 minutes after the collision. According to the instructions for use (IFU), the user should ensure that no collision with an outside object can occur before initiating system movement. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a malfunction while operating the artis icono biplane system. No stand movement was available to the user during 3d preparation or during automatic run. Additional information was provided that the issue occurred during an emergency procedure and there was a delay of the procedure. We have no indications of any adverse effects on the health status of the involved patient.